Event description:
Report was a home pt receiving tpn infusion with a 6060 pump was getting a down occlusion alarm. Pt's family member had called agency nurse due to pump alarm. Agency nurse changed set and restarted tpn-pump worked for approximately 1.5 hrs and alarmed down occlusion. Nurse turned off pump and contacted support to troubleshoot issue. Decision was to send replacement pump to pt. Pt saw their doctor in the morning where doctor sent pt to hospital. Pt has been hospitalized since 1/2005. Status of pt is not known. Pt has cancer and is reportedly being treated for an infection. Tpn was 2067 volume with additional 150 ml overfill. Infusion time 12 hrs set for auto ramp programming. Ramp up for 1 hr and ramp down for 1 hr. Rate when pump initially alarmed was approx. 170 ml/hr.